Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture was used to suture the ovarian wound. While on the second suture, the suture thread broke. Another suture was used, but the same issue occurred. A third suture was used to complete the procedure. There was no patient injury.